Manufacturer narrative:
A bci field service engineer (fse) replaced some worn peri-tubing in the vacuum pump drawer of the instrument. The fse verified instrument performance; no issues were noted. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak emanated from the vacuum pump drawer on the unicel dxi 800 access chemistry analyzer. 2. No report of injury to the user.